Event description:
Baxter (B)(6) received a report that leakage occurred at the tubing around the titanium adapter. The set had been used for 60 days. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). When the evaluation results become available, a follow up report will be submitted.